Event description:
The pump was returned for investigation. Investigation revealed that the bolus button cover was missing and the battery compartment was cracked. This report is made based on results of investigation completed on 05/29/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings: the audio bolus button cover was missing and the battery compartment was cracked. (B)(6).